Manufacturer narrative:
Retention test strips (322647) were tested in comparison to masterlot #286321-80 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The corresponding retention material complies with the specification, based on requirements of the regularly retention testing process of the qc department. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is 4.5. Values 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable inr result for 1 patient from a coaguchek xs pro ii meter serial number (B)(4) compared to an unknown laboratory method. The meter result was 6.6 inr. The laboratory result was 3.1 inr. There was no allegation of an adverse event. The patient's current condition was provided as not unwell. The patient has had no changes in their medical history. The customer mention that other patients have had meter and laboratory comparisions performed and no other large differences had been seen. Specific results were not provided. The investigation is currently ongoing.